Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer noted that the master tool manipulator right (mtmr) was locking up when the customer would engage with tissue. According to the customer, the reported event has been occurring through the surgical procedure. The customer received phone assistance from the technical service engineer (tse). Tse informed the customer that a hard power cycle could potentially resolve the reported event, but if the reported event was to persist the customer could swap the surgeon side console. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse arrived on site to address the reported master tool manipulator (mtm) issues and confirmed related errors on the surgeon side console (ssc)1, right mtm upon reviewing the system logs. The fse recalibrated right mtm grip on ssc1 with no further issues found. The complaint was confirmed based on the field evaluation. The root cause is attributed to a joint position miscalibration in the right mtm causing the system to be unable to control the tip position properly.